Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as remaining longevity had decreased by two years over a three month time period. This device remains in service. No adverse patient effects were reported. This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as remaining longevity had decreased by two years over a three month time period. This device remains in service. No adverse patient effects were reported.